Event description:
The patient was revised because of disassociation of the head from the stem.

Manufacturer narrative:
Depuy warsaw product development engineer examined the returned product and confirmed the complaint; marks on the taper imply that the head was not properly seated during impaction. The stem component was not returned for evaluation. A search of the complaint database found no additional reports for the head part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the stem was unavailable. Related dimensions were measured on the head and found all to be within specification. Provided information states there was a significant bony prominence on the superior lateral humerus that needed to be removed before the trial would seat at the time of the revision. If this bony prominence was present at the original surgery then it is reasonable to speculate that the morse taper on the head had never been fully seated into the well fixed cemented stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.